Event description:
At 6 months from the primary, the patient came in reporting instability due to laxity. The surgeon upsized the liner (from 10 mm to 13 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 march 2024: lot 2309536: (B)(4) items manufactured and released on 26-may-2023. Expiration date: 2028-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.